Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory indicated an r-wave amplitude measurement issue. Continuation of concomitant products: product ID: en1dr01, (B)(4), if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a dropped atrial beat on the electrograms (egm) generated by the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event. On 2019-06-28 it was further reported that there were missing paces on the electrograms (egm). The right ventricular (rv) lead r-waves were varying and there was an increase in capture management values. The rv lead remains in use. No patient complications have been reported as a result of this event.